Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was broken. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d1. And d4. The lens was returned in the lens case. Viscoelastic was observed on the lens. One haptic was broken in the gusset area. The broken haptic was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The used product was evaluated. One haptic was broken. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).